Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the atrial lead there was no signal in bipolar but when measuring unipolar there was a regular p-wave signal. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.